Manufacturer narrative:
Results: faulty cpu board caused bed to be stuck up high. Siderail panels cracked. Footboard modules damaged.

Event description:
It was reported by service report that the bed was stuck at high height, the siderails panels were cracked, and the footboard modules were damaged. No pt involvement or adverse consequences were reported.